Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had grainy images during a spinel fusion procedure. The procedure was completed without incident. No pt injury was reported.